Manufacturer narrative:
(B)(4). It was reported to philips that the unit failed to power up and that the power supply had failed on this device. There was no report of pt involvement. The unit was evaluated locally by a philips field svc engineer and the failure was verified. Replacement of the power supply resolved the failure.

Event description:
It was reported to philips that the unit failed to power up and that the power supply had failed on this device. There was no report of pt involvement.